Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, increased threshold measurements on the right ventricular (rv) lead were noted. The output was increased and the estimated remaining longevity was two years. Four months later, the device had declared end of life (eol). As a result, the device was explanted and replaced. No additional adverse patient effects were reported.